Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with battery damaged was confirmed by service. The cause of the reported condition was not determined. The pump was not repaired at this time and was returned to inventory. This involved a colleague p1.5 infusion pump with user interface module master software version 5.09.92. A this is a product not distributed in the us and does not have a 510k number.

Event description:
The facility representative contacted (B)(4) technical services to report a colleague infusion pump with battery damage; this condition had the potential to interrupt delivery. This condition was found prior to using. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.